Event description:
Medtronic received information that during use of this oxygenator, trans-membrane pressures were elevated to double what was expected. Po2's were low, necessitating 100% fio2 for a period of time. At no time were pump flows decreased and the issue was completely resolved 45 minutes into the case. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of physical damage or abnormalities. The unit appeared to have been used. Performance analysis: pressure integrity testing showed no internal or external leaks when run with back pressure for ten minutes. The unit was passed to the blood lab for performance testing: blood side pressure drop was at 105 mm/hg, historical is 117.26 mm/hg, specification is less than 124 mm/hg for a new device. Conclusion: review of the manufacturing records did not identify any anomalies in the manufacturing process. In conclusion, the clinical observation was not confirmed. Analysis of the returned device confirmed the blood side pressure drop to be within the expected limits. The returned product was functioning normally. The high pressure drop may have been caused by a patient or clinical situation.